Manufacturer narrative:
G4:02mar2021. B4:04mar2021. H11:g5:k102985. H10: technical support (ts) confirmed the reported problem with customer. The customer stated the ribbon cable from da pcb to mc pcb was not seated correctly. The customer re-seated the ribbon cable correctly and to resolved issue. Unit passed required performance verification tests per philips standards. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 24nov2020.

Event description:
The customer reported serial number options are missing, (central processing unit) cpu pcb, and flow sensor assembly has asterisks and upside down 9s. There was no patient involvement. The device is pending evaluation.